Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s leads ¿slipped and fell¿ and they needed to have them replaced with a paddle lead. The patient had to wait a year before having the surgery because they had a heart stent. The patient maintained their battery charge in the meantime because they did not want to have the battery replaced. The surgery occurred on (B)(6) 2015 and during the surgery, the leads and the ins were replaced. No further complications are anticipated.